Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported reporting rupture of the right device. The device has been explanted.

Event description:
Healthcare professional reported, rupture of the right device. The device has been explanted and replaced with non-allergan device.

Event description:
Medical staff reported reporting rupture of the right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, wear abrasion, stress marks and more than three openings striated. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. More than three openings striated in the side anterior/radius assessed as surgical damage.